Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and alarm no reservoir. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. The insulin pump passed self test and displacement test. No unexpected no reservoir alarm noted. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.